Event description:
It was reported, the patient had a fall on (B)(6) 2013. The patient was in rehabilitation when she fell off the bed and broke her collar bone in four places. The patient was currently in a rehabilitation hospital. The patient was staying with her daughter in (B)(6) for a while and was seeking a physician in that area to manage her care. It was noted, the pump battery will deplete soon, maybe ¿(B)(6).¿ the pump was delivering dilaudid. It was later reported, the patient fell the (B)(6) and was taken to the emergency room. The patient was hospitalized. The patient was refilled in (B)(6) 2013. The pump had until (B)(6) 2013 until it would alarm for low battery. It was noted they wanted to have the pump replaced because, it improves the patient¿s quality of life. The pump has helped the patient have quality of life back and ¿even at this age with dementia¿.

Manufacturer narrative:
Product ID: 8711 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).